Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 30-jan-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had not seen pain relief since implant. They turned up the medication little by little every two weeks for a year starting a month after implant. At the patient's first refill, the nurse was unable to refill the pump because the pump was flipped in (B)(6) 2017. The pump began chiming shortly after that and chimed for a month, so the healthcare professional (hcp) put saline into the pump to stop the alarm. A month after that, medication was put back into the pump. The pump continued to turn inside/flip around in the pocket and it was stated the pump aggravated his side. The patient was noted to be paraplegic and couldn't feel in the area down there, but when he would lay down/stretch out, it would start "bouncing up and down real bad" like something was wrong or didn't feel right. It was further stated the catheter was kinked and the pump was not delivering medication, which resulted in the hcp pulling "300 cc" out from the pump at the latest refill. The issue had gotten worse since the catheter kink and it felt like stretching in there. The patient was told by the hcp that it would be 4-6 weeks before they could address the issue further. No further issues were reported or anticipated.